Event description:
This procedure was performed in (B)(6).customer states that during use of the radiofrequency generator on the patient, the generator did not recognize the catheter and an error message occurred. Generator was restarted but incident was not solved. The error messages were duplicated with the second catheter. The procedure was cancelled. The patient had already been administered the tumescent local anesthesia. No patient harm was reported. Please reference the two mdrs: closurefast catheter MDR: 2183870-2015-00078 and closurefast catheter MDR: 2183870-2015-00079.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the unit was received for evaluation and the defect was not confirmed.